Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. In addition, the following non-reportable malfunction was found during the device evaluation, low angulation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, tears and scratches inside channel, worn nozzle pin glue (scratches (dnr), nozzle worn glue, and bending section rubber cracked. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii gastrointestinal videoscope, stent was found stuck in the scope. There was no report of patient harm or user injury associated with this event.